Manufacturer narrative:
Date rec¿d by MFR : 20feb2019, date of report : 02aug2019. It was determined that this issue was resolved via telephone with the manufacturer's phone technician. The manufacturer's phone technician advised the customer to correct the device's settings, and the unit passed pressure accuracy during performance verification testing. No repair was required. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14mar2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer contacted technical support (ts) stating that unit is failing pressure accuracy testing during performance verification testing (pvt).the customer reported there was no patient involvement. Event date not specified; estimate used.